Event description:
Device was placed laparoscopically and the pt was taken to ICU. G-tube dislodged and was checked. The surgeon inflated the tube preoperatively with 15 cc of saline and visually confirmed it was within the stomach, but it was deflated upon removal. Pt had no signs of peritoneal involvement, so pt was kept npo and taken back to the operating room for laparoscopic replacement of the g-tube. Two sutures were placed to assure the tube could not be dislodged. The procedure was completed without complications. One pt involved.